Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 08 (motor controller fault detected) error message was not confirmed during functional testing. However was confirmed through the archive data review. The root cause was due to a defective drive train. During visual inspection, no physical damage was observed. During functional testing, ua 02 (compression tracking error) error message was observed. The root cause is due to a defective drive train. Autopulse platform (sn (B)(4)) is a reusable device and was manufactured on 20 jan 2017 and is less than 5 years old. Review of the archive data found multiple ua 2 messages (occurring on the first compression) followed by fault 8. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load or the spool shaft position is not increasing during compression. The motor controller's built-in fault detection system signals a fault. Upon customer approval, the drive train will be replaced and the platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 08 (motor controller fault detected) error message. No patient involvement.